Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to log in and attempts to log into the station resulted in a data sync error being displayed. The customer stated that this malfunction occurred while dispensing the medication and they were unable issue medications, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) logged into the station and found it in use. The tss confirmed with the customer that the station was operating as expected, and there were no issues. The system functioned as intended.